Manufacturer narrative:
The device was received by resmed and an evaluation was performed. The reported flow failure could not be reproduced or confirmed during evaluation. Visual inspection of the device revealed water damage and an unknown white substance contamination throughout the pneumatic block assembly. Based on the evaluation results, it was determined that the reported complaint was mostly likely due to contamination in the pneumatic block. The pneumatic block assembly was replaced to address this issue. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device failed to generate flow. There was no patient injury reported as a result of this incident.